Event description:
It was reported that the patient was upgraded on the heart transplant list due to positive blood cultures. The patient was treated with oral (po) antibiotics for suppressive therapy. The blood cultures returned positive for staphylococcus epidermidis coagulase-negative. The patient was otherwise asymptomatic and the device operated as expected.

Manufacturer narrative:
Section b1 was corrected to 'adverse event' only. No product problem was reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted. No additional information was provided.